Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. Device history record (DHR) review cannot be conducted because the no lot number was provided by the customer. Concomitant products were used in this study: lasso catheter, carto 3 mapping system (B)(4). The device was not returned to bwi.

Event description:
This complaint is from a literature source. It was reported seven patient with post-cardiac valve replacement surgery and symptomatic af underwent radiofrequency ablation and developed vascular access complications including pseudoaneurysm and arteriovenous fistula at the femoral vein. Based on the facts of the case and the author¿s assessment, there were no reported malfunction with any of the bwi catheters and systems used during the case. Thus, this event is unrelated to the device and most likely related to the procedure. Title: ¿long-term outcomes of catheter ablation of atrial fibrillation post-cardiac valve replacement.¿ the purpose of this study was to evaluate the long-term outcomes of catheter ablation of atrial fibrillation (af) developing post-cardiac valve replacement (vr). The 89 patients were involved in this study. Suspect device is navistar thermocool catheter, however catalog and lot number are unknown. Concomitant products were used in this study: lasso catheter, carto 3 mapping system.

Manufacturer narrative:
(B)(4).